Event description:
It was reported that the patient presented prior to device exchange procedure. Interrogation noted that the atrial lead exhibited low pacing impedance, and failure to capture, and failure to sense. During procedure, fracture and insulation damage on the atrial lead was noted. No interventions were performed. There were no patient consequences.